Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument and completed the failure analysis (fa) investigation. The customer reported complaint was replicated/confirmed during the investigation. A broken pitch cable at the distal end was found to be the primary failure resulting in the reported issue. It was identified that the pitch cable was broken inside the main tube and the proximal clevis. As a result, the clevis became dislodged from the main tube. The pitch cable crimps were not missing. This failure has been attributed to a component failure. Additional observations not reported by the site were that the instrument was found to have a broken grip cable at the distal end. It was identified that the grip cable was broken inside the main tube and proximal clevis. This failure was also attributed to a component failure. A review of the instrument logs for the small grasping retractor instrument (470318-10/k11220110 0078) associated with this event was performed. The instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The returned instrument related to this complaint does not contain the improved pitch cable crimp retention design which mitigates the potential for a fragment falling into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the small grasping retractor instrument had broken wires. The grasper was detached from the insulated part of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed by the customer that no fragment fell into the patient cavity and the patient was discharged the same day. The patient has not returned since.